Manufacturer narrative:
The referenced previous percutaneous lead (driveline) replacement was reported under medwatch report# 2916596-2018-00368. (B)(4). Approximate age of device - 5 years, 10 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that over the course of 2 days, the patient was noted to have many pump stoppage events and low speed advisories while plugged into the power module. The patient was placed on external batteries in the event that this was a short to shield issue. The patient was reported as asymptomatic. A log file was reviewed by the technical service representative and 10 pump stoppage events with 15 low speed operations were confirmed. The following day, the lvad team reviewed an x-ray of the percutaneous lead (driveline) and there appeared to be an area of concern. The x-rays were also reviewed by the technical service representative and were unremarkable. It was noted at that time that the patient had received a prior distal end percutaneous lead (driveline) replacement, and that there was not enough length of the driveline remaining to perform a second replacement. The patient has been using a non-grounded power module patient cable for home use since the pump stoppage events reoccurred after the prior replacement. The patient received a pump exchange on 06apr2018. No additional information was provided.